Event description:
An 18mm x 100m alimaxx-e esophageal stent was successfully placed across the pylorus for a recalcitrant stricture. Ten days after placement the esophageal stent migrated from the pylorus into the duodenum. To aid in removal of the stent, the physician grabbed the purse-string suture on the proximal stent end. The stent was successfully moved back into the gastric tube. Upon continued extraction of the stent lodged "mid-stent" at the upper esophageal sphincter, with half the stent in the hypopharynx and half in the gastric tube. As the physician continued the removal, the suture failed. The physician then attempted removal by gapping the metal stent struts, but was unsuccessful. The pt was intubated and taken to the operation room where the stent was successfully removed. The pt was hospitalized with no longer term complications.

Manufacturer narrative:
Alveolus was notified about this adverse event on 11/20/07 by the FDA via medwatch. The physician and hospital involved with this event requested to remain anonymous. Therefore, no clinical discussion with the physician pertaining to this event could be conducted. Removal instructions for an alimaxx-e esophageal stent are outlined in the directions for use. It is unknown if the correct removal techniques were used during this event. It is critical that 'grasping" not "biopsy" forceps be used when removing the stent with the proximal end suture. Biopsy forceps will cut the suture during removal. A warning statement in the forceps. The suture must also be grasped at the "knot" location for the proximal end of the stent to purse-string. The purse-stringing effect releases the proximal end of the stent from the esophageal wall, thus facilitating atraumatic removal. The device was not been returned for eval; therefore, a failure analysis investigation is not available, and we are not able to determine the relationship between this device and the cause of this event. A 6-month (june-november) complaint trend analysis revealed that alimaxx-e stent migration is at 0.14% of units sold over this time period.